Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. B5, describe event or problem: content was partly updated. Code c19 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The medical device was reported explanted and discarded at the facility where the explant was performed. Therefore, gore could not perform an evaluation of the explanted device. Imaging evaluation summary: an electronic file containing medical ultrasound and fluoroscopic images was returned to gore. The following provides the findings resulting from our imaging evaluation. In the ultrasound image dated march 25, 2024, a 25 mm gore cardioform septal occluder is visualized, fully deployed, on the atrial septum. The left and right discs appear to be on the appropriate sides of the septum. The left atrial disc appears very flat. The right atrial disc appears to be expanded. This appearance is consistent with right atrial disc expansion. The undated fluoroscopy image appears to show the 25nmm gore cardioform septal occluder in an unlocked presentation with the frame of the right disc expanded and the locking loop shown between the second eyelet and the eyelet of the right disc. There were no further images available in terms of the snaring attempt using different sized sheaths, but it appears that the reported device explant was the only option to successfully remove the device from the patient. The available information does not suggest a device malfunction with regard to device performance. Device embolization can occur when using septal occluders and can arise as a result of a multitude of factors, including intra-procedural, technical considerations. No additional information for this patient was received. Based on the incident description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: occluder disc expansion resulting in clinical sequelae or intervention and device embolization. Additionally, the IFU explicitly states: "expansion of an occluder disc may occur in the periprocedural time period. If there is uncertainty that an expanded device remains locked, fluoroscopic examination is recommended in order to identify if the lock loop captures all three eyelets."

Event description:
It was reported to gore that on (B)(6) 2024, a 25 mm gore® cardioform septal occluder was selected to treat an iatrogenic atrial septal defect (iasd) with a diameter of 8 to 10 mm centrally positioned in the septum. Reportedly, the occluder was deployed without issues and a push and pull test confirmed that both left and right discs were in their correct anatomical positions. The device was then locked, the retrieval cord removed and the procedure concluded. The next day, a bulky formation on the right side was observed, which reportedly was believed to be a thrombus and medication treatment was started. As during the following course no visible change was observed, it was reportedly concluded that the formation might represent a right disc expansion. This was confirmed by fluoroscopy imaging on (B)(6) 2024 and the decision was therefore made to remove the occluder. On (B)(6) 2024, several attempts were reportedly made to snare the device. To accommodate the size of the device, it was first attempted to use a 12 french sheath inside a 16 french sheath, but neither the right nor the left disc could be retracted back entirely into the bigger sheath. Using only the 16 french sheath, the occluder reportedly lost contact to the snare and then embolized into the right atrium and to the tricuspid valve. After a subsequent attempt to grab the device from this position with myocardial biopsy forceps also had failed, the patient was transferred to a different hospital. During open surgery, the occluder was removed and the iasd was closed. Also, a reconstruction of tricuspid valve was performed as the patient was suffering from a pre-existing tricuspid valve insufficiency. The patient tolerated the procedure.

Manufacturer narrative:
Type of investigation: code b15 - gore has received medical images and is currently performing an evaluation. Investigation findings: code c19 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on march 20, 2024, a 25 mm gore® cardioform septal occluder was selected to treat an iatrogenic atrial septal defect (iasd) with a diameter of 8 to 10 mm centrally positioned in the septum. Reportedly, the occluder was deployed without issues and a push and pull test confirmed that both left and right discs were in their correct anatomical positions. The device was then locked, the retrieval cord removed and the procedure concluded. The next day, a bulky formation on the right side was observed, which reportedly was believed to be a thrombus and medication treatment was started. As during the following course no visible change was observed, it was reportedly concluded that the formation might represent a right disc expansion. This was confirmed by fluoroscopy imaging and the decision was therefore made to remove the occluder. On march 26, 2024, several attempts were reportedly made to snare the device. To accommodate the size of the device, it was first attempted to use a 12 french sheath inside a 16 french sheath, but it was not possible to entirely pull back in neither the right nor the left disc. Using only the 16 french sheath, the occluder reportedly lost contact to the snare and then embolized into the right atrium and to the tricuspid valve. After a subsequent attempt to grab the device from this position with myocardial biopsy forceps also had failed, the patient was transferred to a different hospital. During open surgery, the occluder was removed and the iasd was closed. Also, a reconstruction of tricuspid valve was performed as the patient was suffering from a pre-existing tricuspid valve insufficiency. The patient tolerated the procedure.